Event description:
It was reported that prior to starting a da vinci si surgical procedure, the tips on the pk dissecting forceps instrument were observed to be misaligned.

Manufacturer narrative:
The instrument was returned and evaluated. Engineering was unable to confirm the reported failure mode. The grips had a very small offset at the tips measuring roughly .005. This offset is below the maximum allowable specification of .010, therefore the instrument was acceptable and ok to use. Engineering evaluation also found that the pitch up cable was broken at the distal clevis hub. The cable segment that contains the crimp remained installed in the clevis. The clevis did not exhibit any damage or wear marks. The other cables at wrist were not damaged. The distal end of the main tube had various scratch marks with light material removal. The scratches were .070 - .215 in length and were not aligned with the tube axis. Engineering concluded that the damage to the tube was likely due to mishandling/misuse. No other damage was found. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.